Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure, no details regarding the alleged revision surgery have been provided and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. On (B)(6) 2016 - the patient had unspecified injuries and underwent revision surgery. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure, no details regarding the alleged revision surgery have been provided and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 years 6 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent laparoscopic repair. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. (B)(6) 2016 - the patient had unspecified injuries and underwent revision surgery. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information: (B)(6) 2005 - patient was diagnosed with incarcerated ventral abdominal wall hernia thereby underwent open hernia repair with the implant of composix kugel mesh. Per operative notes, "an incarcerated anterior abdominal wall hernia to the upper left portion of the midline of umbilicus was noted. Another umbilical hernia was noted and successfully divided at the level of fascia. The small bowel was reduced into the peritoneal cavity. A composix kugel mesh was placed in preperitoneal space and was sutured." (B)(6) 2015 - patient was diagnosed with incarcerated ventral hernia and adhesions thereby underwent laparoscopic gastric by pass and esophago-gastroduodenoscopy. (Note: there was no visualization of composix kugel mesh). (B)(6) 2016 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent laparoscopic hernia repair with the implant of synthetic mesh. Per operative notes, "significant adhesions noted along the abdominal wall was taken down. The transverse colon proceeding through a fascial defect adjacent to the mesh was noted. The superior edge of the mesh had came loose. The hernia was reduced. A synthetic mesh was placed over the defect and sutured." Attorney alleged that the patient had adhesions, pain and hernia recurrence.